Event description:
The customer reported to vyaire medical that the 3100a ventilator mean airway pressure cannot get past 24.8. Furthermore, there was no patient associated with the said event.

Manufacturer narrative:
Vyaire medical file identification: (B)(6). The suspect device was not returned for further evaluation. Therefore, root cause was not determined. However, the customer adjusted the setting and the issue was resolved. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.